Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to over 800 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pods adhesive failed to adhere and the pod had become dislodged from the infusion site, (abdomen). In addition upon removal of the pod the cannula was found to be bent. The patient experienced irritation at the pod infusion site.